Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the filterwire had a hole. A 190cm filterwire ez was selected for use. During preparation, a hole was noted on the filterwire. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection of the spring tip was noted to be stretched and curvy. Also, the protection guidwire was received exposed from the sheath slit. All the outer diameter were found within specifications. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully deployed due to the condition of the protection guidewire which was exposed. The filter bag was then manually pulled out and no anomalies or damages noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the filterwire had a hole. A 190cm filterwire ez¿ was selected for use. During preparation, a hole was noted on the filterwire. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was fine.